Manufacturer narrative:
A boston scientific technical services consultant reviewed the x-ray images and stated there were no apparent issues with the lead to device connection. However, the quality of the images were insufficient to guarantee that no defects are present. The lead looks to be at a right angle. The lead remains actively implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this left ventricular (lv) lead is exhibiting impedance measurements greater than 2000 ohms and elevated threshold measurements. Some noise was observed during isometrics. A lead fracture is suspected. No revision procedure has been scheduled as the physician would like to wait until the device battery has depleted to replace this lead. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received noting that this patient has been experiencing some diaphragmatic stimulation. A chest x-ray did reveal that the lead is twisted. The boston scientific field representative will follow up with this patient's physician to determine a course of action. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was received confirming that this lead was removed from service and replaced without further incident. The lead was returned for testing and is currently being evaluated in our post market quality assurance laboratory. This product issue will be updated when device evaluation is complete.

Manufacturer narrative:
A thorough evaluation of the returned lead segments was performed. Visual inspection confirmed the conductor coils were deformed and fractured 405mm from the terminal pin. The reported clinical observations were the result of the lead fracture. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
-----